Event description:
Customer called to report that the probe of the coulter ac.t diff analyzer would drip during instrument startup. The field service engineer (fse) inspected the instrument and found worn tubing at valve lv8. The fse replaced the tubing, after which the valve was confirmed to be operating correctly. The fse then performed several startups and found that quality controls recovered within specifications. After these services were performed, no further leaking was observed from the probe. The root cause for the probe drip can be attributed to worn tubing at valve lv8. Customer stated that no one was harmed by or exposed to the leak. There was no death, injury or change to patient treatment attributed to this event, and patient samples and results were not affected by this event.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).